Event description:
It was reported that approximately one month post implant a subtle xiphoid inflammation was observed and the patient was started on oral antibiotic therapy. Days later a bubble of fluid at the incision site was visually observed, thus the bubble was drained and sent for culture. The seroma culture was negative possibly due to prophylactic antibiotic therapy the patient was on. Finally a revision took place and the bubble of fluid was drained. The suture sleeve seemed superficial thus the physician decided to create an intramuscular location with electrocautery. The system was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that approximately one month post implant a subtle xiphoid inflammation was observed and the patient was started on oral antibiotic therapy. Days later a bubble of fluid at the incision site was visually observed, thus the bubble was drained and sent for culture. The seroma culture was negative possibly due to prophylactic antibiotic therapy the patient was on. Finally a revision took place and the bubble of fluid was drained. The suture sleeve seemed superficial thus the physician decided to create an intramuscular location with electrocautery. The system was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. The infection allegation could not be confirmed by analysis.

Event description:
It was reported that approximately one month post implant a subtle xiphoid inflammation was observed and the patient was started on oral antibiotic therapy. Days later a bubble of fluid at the incision site was visually observed, thus the bubble was drained and sent for culture. The seroma culture was negative possibly due to prophylactic antibiotic therapy the patient was on. Finally a revision took place and the bubble of fluid was drained. The suture sleeve seemed superficial thus the physician decided to create an intramuscular location with electrocautery. At this time the system remains implanted.